Manufacturer narrative:
The device was returned due to advisory. Visual inspection found no anomaly on the header that related to the field concern. The device was received from the field unable to establish telemetry upon receipt. The device was cut open and battery voltage was found to be at end of life (eol). A longevity calculation was performed and found battery depletion was premature. Analysis revealed high current drain from the hybrid. A hybrid component anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable.